Manufacturer narrative:
Evaluation summary: the lens was returned in the lens case. Solution is dried on the lens. A deep scratch is observed on anterior surface from the edge along the side of the optic surface. Loose lens material is present. The lens was cleaned with lphse. Edge damage is observed near the deep scratch. Another small deep scratch is observed on the other side of the optic surface near the haptic optic junction. Small light scratches are observed on both sides of the optic. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not confirm the reported complaint of stuck in the cartridge. The associated cartridge was not returned for evaluation. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge/handpiece combination used. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the lens was stuck to the cartridge while in contact with the patient. The procedure was completed. Additional information was provided indicating that there was no patient injury.